Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the polaris spectra system control unit (scu) for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for evaluation. Testing found that the amber fault light was illuminated when powered on and an internal strobe power fault was observed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No 510(k) provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the polaris spectra system control unit (scu) of the navigation system required replacement. There was no patient present when this issue was identified. No additional information was provided. Medtronic received information that the amber fault light on the scu was illuminated.